Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose value was 500 mg/dl. Customer stated that the reservoir had a leak. The reservoir will not return for analysis. The insulin pump will return for the analysis. Frn--reservoir-mmt- 332- reservoir.

Manufacturer narrative:
Device received with operating currents within specific . Device passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No traces of moisture noted at electronic assemblies or motor assemblies per visual inspection. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).